Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phlebotomy sharps collector was received without lid. No patient impact reported. The following information was provided by the initial reporter: per customer "I received the collector for item# 305487, ol# (B)(4) but not the lid. "

Event description:
It was reported that bd phlebotomy sharps collector was received without lid. No patient impact reported. The following information was provided by the initial reporter: per customer "I received the collector for item# 305487, ol# 10007620 but not the lid. "

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of missing lid could not be verified due to the product not being returned for failure investigation . A DHR review process was made and the result showed there were no issues reported like missing lids during the manufacturing process of the part number reported under this complaint. A review of the ncmr¿s was performed and it was found that only one ncmr was generated for the issue reported for 1.5qt family throughout the last twelve months. According with this investigation, there is not enough information provided from customer like pictures of original packaging, however, in the report customer describes that collector was received without the lid. With the received information we can conclude that there are many variables that could generate this failure mode due to unknown handling and transportation or if the material is stored or there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. As part of this investigation a review of customer complaint records was performed; according with the cc¿s records, eight additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: non-controlled method to ship partial boxes to end user (re-packaging process). Non-controlled handling within distributor facilities. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of lids.